Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of lens model, pcb00 monofocal iol (intraocular lens) a fiber or foreign material was observed to be stuck on the back of the lens. The surgeon attempted I/a (irrigation/aspiration) to dislodge the foreign material from the lens, but was unable to dislodge it. As a result, lens was removed and replaced during the same procedure. Further information was provided and it was learnt the lens was cut in half across the optic and was dialed out of the eye requiring a slight enlargement of the wound and added a side port access. The surgeon was able to capture the fiber and concluded the surgery by administering dexamethasone without suture to close the wound. Reportedly, the procedure took an additional 20 minutes to complete. No additional information provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 03/20/2019. Evaluation of the photo provided: the photo provided was evaluated. There is something observed in the optic zone but it could not be determined if it is the fiber or eye tissue. Device evaluation: the pcb00 product was not returned in its original package. Visual inspection using magnification was performed to the returned sample: the plunger and pushrod was observed in advanced position. Residues of lubricant material was observed on cartridge. No damaged was observed to the cartridge. The lens returned inside a specimen container and cut in two pieces. The fiber or material stuck to the back of the lens reported could not be identified. The condition in which the sample returned is consistent with a lens that was implanted and removed. The complaint issue reported could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. No deviations were found during this process related to the complaint issue reported. There are no discrepancies found during the mrr (manufacturing record review). The product was manufactured and released according to specification. A search on complaints revealed that no additional investigation request were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.